Event description:
A user facility reported to olympus that the hf unit "esg-400" did not power on and error "e433" was observed. The problem, as reported to olympus, was identified during preparation for use. There was no patient harm or injury, associated with the event, reported to olympus. This report is submitted due to a report of an e433 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed and could not be duplicated after testing unit multiple times. Evaluation findings are as follows: 1.) Software version 11-a installed; upgrade to v. 12-a available; 2.) Bipolar autocoagulation output power level measured out of specification (calibration required). A manufacturing and quality control review was performed for subject device; no nonconformities associated with the subject device with respect to the described issue were noted. A device history record review showed that the device was manufactured according to valid instructions and met all of its specifications. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to either user error or a defective foot switch. However, the specific root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.